Event description:
It was reported that the user received high glucose alerts in the ilet app while the ilet device displayed a normal value and no alert, and the user experienced hyperglycemia after overtreating a low with applesauce and juice followed by breakfast announced to the system; the highest dexcom g7 continuous glucose monitor (cgm) value was 278 mg/dl over about four hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to identify a device-related problem or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.